Event description:
The customer reported that there were three separate occasions where the insulin pump was not delivering insulin. The customer stated that the infusion sets were not working each time. The customer's blood glucose was 400 mg/dl. The customer declined troubleshooting as he did not feel well enough to do so. She further stated she woke up to a 400 mg/dl blood sugar and treated with the insulin pump and an hour later, her blood glucose was 450 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).